Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy while tandem technical support initiated the replacement process, advising the caller on storage and return procedures for the problematic pump, and shipped a replacement immediately.